Event description:
Information received indicates the technician found the power cord plug has a high ground resistance reading.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.